Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The patient reported having the complication of ¿not enough milk production¿ and ¿excess pain¿ before breastfeeding stopped, side unspecified. Healthcare professional reported " a left-side rupture." This record is for the left side. No mention of treatment provided. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as fold flaw opening. ¿ breastfeeding difficulties: unable to observe as it is a medical event not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. Additional observations: ¿ stress marks, crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
The patient reported having the complication of ¿not enough milk production¿ and ¿excess pain¿ before breastfeeding stopped, side unspecified. Healthcare professional reported " a left-side rupture" confirmed with ultrasound. This record is for the left side. No mention of treatment provided. Device has been explanted.